Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - blue 80. As it was stated, the water was dripping from surgical light. Taking under consideration collected up to date information we decided to report this case based on potential as any drop of water could fall into sterile field and might cause contamination. It was established that when the issue occurred, the light head met its specification, however it contributed to the event. In the time when the issue occurred, the device was not being used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse. According to the information provided a flood has been caused by a burst pipe in the facility. The blueline surgical light is not supplied with water and is not the source of the leak. For safety reasons, the operating light has been disconnected pending the completion of repair on the facility's pipework. We believe the related devices are performing correctly in the market.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - blue 80. As it was stated, the water was dripping from surgical light. Taking under consideration collected up to date information we decided to report this case based on potential as any drop of water could fall into sterile field and might cause contamination.